Manufacturer narrative:
Evaluation summary: the lens was not returned for analysis; the lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Attempts have been made to obtain additional info by phone and fax. A questionaire was received on (B)(6) 2014. (B)(4).

Event description:
A consumer reported one week following an intraocular lens (iol) implant procedure she was unable to drive at night due to glare. She is also having difficulty tracking with the dominant right eye due to congenital nystagmus. In a f/u, the surgeon reported the patient is able to drive during the day without difficulty.